Manufacturer narrative:
The user stated the event was not related to the guiding sheath. The involved guiding sheath was not retained by the user facility and neither the product code or lot number is known. Therefore, the investigation was limited to an assessment of info provided by the user facility. During follow-up communication with the physician, he stated that the "pinnacle destination was in no way related to the stent delivery markers coming off." However, the device was in use during the reported event which required intervention. Therefore, this report is being submitted as a precautionary measure. As stated above, the involved guiding sheath was not returned for eval and neither the lot number nor product code are known, which limits the investigation. The cause of the reported event cannot be definitively determined based upon the available info. All available info has been placed in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that after removal of the supera stent delivery catheter through a pinnacle sheath, the physician observed that the marker bands had dislodged from the stent delivery catheter. Follow-up communication with the physician revealed the following: he was not aware that the markers had come off until he attempted to balloon the deployed stent and noted extra markers were visible; he was able to successfully retrieve the marker bands using the stent dilation balloon; and the stent placement procedure was completed successfully. There was no reported impact to the pt.